Event description:
Total left hip replaced with a zimmer metal on metal implant, (B)(6) 2008. On (B)(6) 2010 informed the implant would have to be removed, I was having muscle and nerve pain as well as the left leg failing to support me without warning causing numerous falls and near miss falls. A left hip revision was completed on (B)(6) 2011. I was told prior to surgery that repair of muscle or nerve damage is not probable. Post surgery I still have the issues that developed after the first implant operation.